Event description:
It was reported that during a laparoscopic sigma procedure, the clips will not close correctly. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.